Event description:
It was reported that the colonovideoscope had noise in the image and a blackout image. The issue was identified during lower gastrointestinal diagnostic examination. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.